Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient had taken a fall and the ipg was exposed. The patient underwent surgical intervention at an unknown time wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.